Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A longitudinal tear was noted at 1 mm distal to the distal edge of the proximal markerband and the tear measured approximately 1.5mm in length. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found multiple hypo kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 24x3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 06/3.00 flextome¿ cutting balloon¿ was used to pre dilate the target lesion. During procedure, it was noted that the balloon ruptured. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 24x3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was used to pre dilate the target lesion. During procedure, it was noted that the balloon ruptured. No patient complications reported and the patient's status was stable.